Event description:
The detachable silicone balloon deflated within a month of being implanted. The physician did not use the correct catheter but instead a coaxial angiographic catheter set. Patient went to surgery due to a massive stroke.